Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires exposed) has been confirmed. As received, the electrode belt failed incoming testing, specifically the therapy pad (te) recognition test. Upon investigation the interconnect cable was pulled from the rear 2 wire te, damaging wires in the cable. The cause of the failure was the strained cable. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A u.s. Distributor returned electrode belt sn (B)(4) and reported that wires were exposed on the electrode belt.